Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified delamination, wear abrasion, crease flat, opening. Leak test was performed and found delamination on diaphragm valve and opening on anterior side. A microscopic analysis was performed which identified delamination in the diaphragm valve and also identified a striated edge opening, consistent with use of a surgical tool on anterior side. Based on the device analysis the final assessment is: delaminate on of the diaphragm valve assessed as adhesive failure and a striated edge opening on anterior side due to surgical damage. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.